Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. An evaluation is in process.

Event description:
The customer observed multiple falsely nonreactive while using architect anti-hcv reagents. The following data was provided. Sid (B)(6) initial 0.05 s/co (nonreactive), repeat 4.64 s/co (reactive). No impact to patient or donor management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect anti-hcv reagents to the architect i2000sr analyzer. MDR number 1628664-2018-02000 has been submitted and all further information will be documented under that MDR number.